Event description:
A customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 26 mg/dl, 146 mg/dl and 59 mg/dl within 10 minutes. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer took medication based on the readings they received and experienced symptoms of hypoglycemia. The customer self treated with juice and food and did not seek third party medical intervention. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B) (4). This is a initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.